Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the oral gastric tubing detached from the anvil prematurely when placing the device. The item did not fall into the abdominal cavity. It was retrieved by anesthesia with a mcgill retractor as the anvil detached in the esophagus. The pt is doing well. She stayed one day longer hosp stay to be cautious. Extended time about 20 mins.